Manufacturer narrative:
Product event summary: at analysis, it was noted that the lower case was damaged and the battery contacts were contaminated. It was additionally noted that the device failed an incoming test and the failure was attributed to the heartwire connectors. Finally, it was noted that a new lower case was assembled, that the main board was calibrated, the battery contacts were replaced and the device was retested. It passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.